Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that there was poor communication on the patient programmer screen starting on (B)(6) 2017. The patient had been recently implanted on (B)(6) 2017 and still had bandages present. The patient could not find information regarding how long they should keep the bandages on. During the call, the patient also tried to connect the programmer without the antenna but was not able to connect. It was reported that the stimulator was not working and not doing anything. The patient was concerned that they were not getting any stimulation as they did not feel the fluttering starting on (B)(6) 2017. When asked if it was working for their symptoms, the patient stated ¿no, it only works fairly well¿ for their bowel starting on (B)(6) 2017. A follow-up appointment with the health care professional (hcp) was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's bandages were old and were changed. No further information reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.